Event description:
Consumer complaint of hi blood results. Customer reported he is in hospital but it is not confirmed if it is due to blood glucose results from truetrack meter.

Manufacturer narrative:
Internal report (B)(4). Returned meter and tests strips evaluated with no defects found. Most likely underlying root cause of malfunction noted in the complaint: user has high glucose value. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2013).